Event description:
During routine testing of the device at the user facility, the biomedical engineer reported that he was unable to view the cardioplegia monitor volume display, as it was mixed with dashes. There was no pt involvement. Investigation in process, but not yet completed.